Event description:
It was reported that the user experienced hyperglycemia at 200 mg/dl followed by a rapid decline to 76 mg/dl while using the ilet, and oral glucose was used. Symptoms included high glucose followed by a quickly falling glucose level. Outcomes included troubleshooting and education completed. Investigation included a complaint review. Investigation of this case revealed no device malfunction reported and no additional findings identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.